Event description:
It was reported during an unk procedure and unk date a note was left on an instrument which said the reload keeps popping out. They felt the rectangular nose was off the reload and the gun was not lining up properly. A new tsw35 was opened to complete the case. There was no consequence to the pt.